Manufacturer narrative:
Upon visual inspection of the returned sample the venous thin wall pressure segment was found to be ruptured. The root cause of the rupture is unknown. All cartridges are leak tested prior to release. The device history record (DHR) was reviewed and the device was released having met manufacturing specifications. The nxstage user guide warns ¿a trained and qualified observer must check the system for blood and fluid leaks during treatment and pay close attention to the blood line and access connections, especially when the patient is connected and disconnected.¿

Event description:
A report was received of a (B)(6) year old, male patient, receiving standard home hemodialysis therapy on (B)(6) 3017. Approximately 1.5 hours into treatment, blood was noted to be leaking from the cartridge. There was an estimated blood loss of 200-400ml. The patient was hospitalized from (B)(6) 2017 and was discharged with a diagnosis of atrial fibrillation (a-fib).